Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a z9002 16.5 diopter intraocular lens (iol) was explanted from a male patient's left eye due to a residual refractive outcome. The lens was explanted with no complication, no injury and no additional procedures performed. The lens was replaced with a different model with the same diopter size. The patient has recovered. No further information was provided.

Manufacturer narrative:
Corrected data: in section of the initial MDR an incorrect PMA/510(k) number was provided. The correct PMA number for the reported device is p880081. Device available for evaluation ¿ yes, returned to manufacturer on 7/21/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. The lens was received cut at the center with viscoelastic residues; this condition is typically of an explanted lens. The reported complaint cannot be verified due to the condition of the lens received. The customer's reported event could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.